Event description:
"Leaks oil and not working right" is noted on customer repair request. On f/u with the hospital, they said that they found the malfunction during equipment set-up. Equipment was not used on the pt, no pt injury occurred. Back up equipment was used to complete the case.